Event description:
It was reported that the customer was hospitalized with high blood glucose of 33.0mmol/l. Troubleshooting was performed, and no damage to the drive support cap noted. The high pressure test was completed and passed. Reviewed the alarm history and found several no delivery, low reservoir, low battery, and failed battery test alarms. The bolus history was correct. It was stated that the nurse can see in the carelink that her fill tubing amount is very different from time to time. Advised that the insulin pump can not decide how much insulin it delivers during prime on it's own, but it delivers it for as long as the activate button is pressed down. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.